Event description:
It was reported that on (B)(6) 2022, a prostyle device was used for an arteriotomy closure of the left common femoral artery after an interventional percutaneous transluminal angioplasty procedure via a 6f sheath with no issues. The patient went home that same day with good pulse. The patient informed the physician a week later that the day after he went home on ((B)(6) 2022) he had leg pain, which was present only with ambulation. The patient's pain improved with tylenol. On (B)(6) 2022 an angiogram was performed, and the diagnosis was that the common femoral artery was occluded. The common femoral had dense plaque. The prostyle suture had grabbed a posterior plaque, which was lifted anteriorly and occluded the vessel. An endarterectomy was done on (B)(6) 2022. The procedure went well, and patient was discharged home. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and occlusion are listed in the perclose prostyle instructions for use as known patient effects with use of this device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.